Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer consumed carbohydrates and forgot to deliver a bolus resulting in an elevated blood glucose (bg) level of 246 mg/dl. Then, when attempting to deliver a bolus. The customer transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. Reportedly, the customer had intended to program a bg value of "150" mg/dl, but entered a carbohydrates value of "150" grams, and delivered a bolus of 25 units. At the time of the reported event, the customer's bg level was 246 mg/dl, with 25 units of insulin on board (iob). To prevent bg levels from becoming low, the customer consumed crackers and juice. Several hours later, during a follow-up call, the customer reported bg level was 148 mg/dl with 2.6 units of iob, with the customer confident that an adverse event would not occur due to the user error.